Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Round plastic piece that holds the bristles fell off of the brushhead (device breakage). No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown with an oral-b brushheads, version unknown the round plastic piece that holds the bristles fell off of the burshhead. No symptoms developed.